Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 92 colony forming units (cfus) of pseudomonas aeruginosa in the aspiration channel, 5 cfus of staphylococcus epidermidis in the operator channel, 4 cfus of staphylococcus epidermidis in the additional channel and 1 cfu of kocuria palustris in the distal tip. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.